Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified back surgery using rhbmp-2/acs. An unknown time post-op, the patient reports having pain. The patient reported ¿... The major problems it is causing. ... I am not imaging this pain, but will need more back surgeries that will never completely fix the problem..¿